Event description:
It was reported that when loosening the set screw of an expedium top notch connector that was being removed, the distal tip of the final tightener broke off within the set screw. The broken tip was removed with the top notch connector and the patient was not affected. Concomitant device: expedium top notch connector, (B)(4).

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
It was reported on (B)(6) 2013 that the final tightener shaft sheared off in the head of the set cap while loosening cap for removal. Patient not affected. Additional information was received identifying that the instrumented fusion was being revised (no known hardware failure). The surgeon implanted the connector during a surgery and decided to operate again to complete his initial surgery. It was during this surgery that the instrument sheared off while removing a connector. The involved lot number(s) was not provided; without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no trends for issues of this nature. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Device not returned.